Event description:
The customer reported that a system files corrupt error was displayed. This error may cause the system to lockup or not to boot. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.